Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a failure code 74. This failure code is associated with the motor slipping despite being at the maximum current to the motor. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a malfunction in the central processing unit (cpu) board. To correct the condition, the cpu board was replaced. If any additional information is received, a follow-up MDR will be sent.